Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The international customer reported that blood and infusion fluids leaked from the redo single lumen tpn catheter. The customer additionally reported that, "once the dressing is removed, it is noted that the dressing is just above the sleeve of the previous repair" (sic). The device was used in a paediatric patient with beta thalassemia, who was hospitalized for allogeneic hematopoietic stem cell transplantation. Additional information has been requested from the customer. The device has been received for evaluation, and an evaluation is in progress.

Manufacturer narrative:
Investigation - evaluation: a review of the drawings, instructions for use (IFU), manufacturing instructions, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. One device was returned for investigation a visual examination noted the seal between the tubing and the hub has pulled loose on the entire circumference. The complainant device lot number is unknown. Thus, a review of the device history record, nonconformance history, and related product complaints query could not be conducted. However, numerous design verification and validation activities have been performed to ensure that this device meets design requirement. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The redo single lumen tpn catheter set is shipped with instructions for use which clearly state the proper warnings, precautions, and instructions for use with each device. Specifically; ¿extreme caution must be used in placement and monitoring of catheters. Do not power inject if maximum injection rate cannot be verified to meet limit printed on catheter hub or extension tube. If lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately. Catheter size should be as small as the use will allow¿. Based on the information provided and the results of our investigation; a definitive root cause could not be determined. Measures have been initiated to address this failure mode. The appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.